Manufacturer narrative:
Combination product: yes.

Event description:
The rv lead showed noise and inhibited rv pacing on electrogram. The patient is dependent. Device programming was switched to bipolar from unipolar sensitivity was increased to 7.0 mill volts patient will be put on a halter monitor. Device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.